Event description:
Crrt machine was not providing accurate access pressure measurement readings. Device would range between -19 and -200s over the course of seconds. The tech replaced the filter without any success. The machine was replaced and readings returned to (B)(6).